Manufacturer narrative:
The manufacturer previously reported the device's internal battery and power management board were replaced to address error codes related to the charging of the internal battery. The parts were not replaced. The device was returned to the customer unrepaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.